Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a stroke on (B)(6) 2025. The head computed tomography findings were a large left posterior cerebral artery (lpca) distribution stroke. There was small extracranial right vertebral artery thrombosis (opposite side). The international normalized ratio (inr) was 1.25. The patient was still intubated/sedated and per protocol nurse turned down sedation to assess neuro function and found patient was flaccid on the right side. The family then decided to withdraw care and the patient passed away on (B)(6) 2025. The pump would not be returned.

Manufacturer narrative:
Section h6 correction: health effect - impact code 4644 - medication required added. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information from the CT scans were the patient was cardioembolic in etiology in the setting of recent cardiac surgery and comorbidities. No treatment was initiated, neurology was following and neurointerventional radiology consulted and documented the following. The patient had known stage d heart failure with planned left ventricular assist device (lvad) as well as other cardiac surgeries planned per institute of health (ioh). On (B)(6) 2025 patient did undergo scheduled surgery with noted neurological changes postoperatively. Stroke imaging obtained showed question of subacute/chronic left pca infarct, possible right cerebellar hypoattenuation, filling defect of the right distal vertebral artery. Imaging was reviewed with the doctor, left vertebral artery thrombus was confirmed. Heparin infusion was on hold due to risk of hemorrhagic conversion. It was recommended dual antiplatelet therapy in the interim with aspirin and plavix as per discussion with heart failure team. Continued neuro checks as tolerated; patient did become quite agitated with any stimulation. Continued to wean off sedation as able. Recommended repeat CT angiography of neck in 1 week to reassess left vertebral artery. Timing and safety of anticoagulation per neurology. There was no acute endovascular treatment as there was no large vessel occlusion. The patient was unable to have magnetic resonance imaging (MRI) due to lvad. It was noted that the patient's symptoms were as follows: they were sedated and it was decreased for a neuro check. The nurse notes the patient was not moving on the right side. It was confirmed the cardiac surgery done on (B)(6) 2025 was the lvad implant.